Event description:
It was reported that two days after implant this right ventricular (rv) lead exhibited high pacing thresholds along with low sensing amplitudes. It was believed that the rv lead had dislodged. The patient was re-evaluated and the lead was repositioned. No additional adverse patient effects were reported. This product remains in-service.